Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-05528, related manufacturer report number: 2017865-2020-05529. It was reported that the patient experienced an infection. There was presence of endocarditis and vegetation, confirmed by an echocardiogram. The system was removed. The patient was in stable condition.